Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutr-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2022; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the final release of the transcatheter bioprosthetic valve, of the paddles of the valve was stuck on the delivery catheter system (dcs) and would not detach. Several maneuvers and pushing mechanisms were attempted to detach the paddle. The implanted was able to pull the dcs, which resulted in the valve position moving up approximately 2 mm. The final implant position was deemed adequate, as the original depth was a bit deep initially. The patient remained stable. No adverse patient effects were reported.